Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the emergency room. Upon review of merlin.net transmissions, it was observed the patient had received inappropriate shocks from their implantable cardioverter defibrillator for supraventricular tachycardia. No intervention was performed. The patient was in stable condition.